Manufacturer narrative:
(B)(4). This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a procedure to implant an epicardial left ventricular (lv) lead. During the lead placement, the patient went into ventricular tachycardia (vt). The physician attempted to deliver a shock through this device, and a code 1006 was observed, indicating high voltage had been detected on leads during charge. Chest compressions were started on the patient, and the programmer was restarted, but they were unable to deliver a shock through the device. The patient was converted externally. Subsequently, the device was interrogated and exhibited out of range pacing and shocking impedance measurements and noise on all leads. This was suspected to be due to electromagnetic interference (emi). A manual capacitor reformation was performed, which again showed a code 1006. Further rv lead evaluation produced pacing impedance measurements of greater than 3000 ohms, and shock impedance measurements of greater than 200 ohms, as well as loss of rv capture. The device was later explanted and replaced due to shock not delivered when required. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(6) 2020. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a procedure to implant an epicardial left ventricular (lv) lead. During the lead placement, the patient went into ventricular tachycardia (vt). The physician attempted to deliver a shock through this device, and a code 1006 was observed, indicating high voltage had been detected on leads during charge. Chest compressions were started on the patient, and the programmer was restarted, but they were unable to deliver a shock through the device. The patient was converted externally. Subsequently, the device was interrogated and exhibited out of range pacing and shocking impedance measurements and noise on all leads. This was suspected to be due to electromagnetic interference (emi). A manual capacitor reformation was performed, which again showed a code 1006. Further rv lead evaluation produced pacing impedance measurements of greater than 3000 ohms, and shock impedance measurements of greater than 200 ohms, as well as loss of rv capture. The device was later explanted and replaced due to shock not delivered when required. No additional adverse patient effects were reported.